Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot for failure to advance. There was no damage noted to the guide wire during the inspection prior to use which suggests that a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the separation and failure to advance to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that access was gained via the femoral vein to perform a radiofrequency ablation procedure. A 014 ht-torque balanced middle weight (bmw) hydro 3cm guide wire (gw) met resistance with the anatomy during advancement and separated into 2 pieces, at the core. The guide wire was simply withdrawn and a non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information ws provided.